Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Health professional reported that the "needle dislodged from the syringe¿ during injection with one syringe of juvéderm volbella® xc. Patient contact was made. No injury occurred.